Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy. It was reported that therapy was exhausted in the ventricular tachycardia (vt) zone due to slow vt. Boston scientific technical services (ts) discussed anti-tachycardia pacing (atp) timeout was cumulative. Additional information indicates that the vt zones were reprogrammed and the physician changed the patient medications. Further, the patient was referred to a medical facility for vt ablation. This ICD remains in service. No additional adverse patient effects were reported.